Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported that the keypad is intermittently responding, and the up and down arrow buttons are sticking and hard to press. Reports, no cleaning products used on the pump. Denies tears or peeling of the keypad.